Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 24-sep-2019 and inspection of the unit was performed on 27-sep-2019 where the quality control inspector found the following: remote control button case cracked under #2 button, distal cap - fixed type passed epoxy seal integrity inspection, failed dry leak test, leak at remote control button case, distal cap/ case cracked, wet leak test not performed unit compromised, #3 remote control button not working, #4 remote control button not working, # 2 remote control button cover cracked, #2 remote control button not working, #1 remote control button not working. Addition inspection findings from 10-jan-2020: distal cap - fixed type failed epoxy seal integrity inspection, channel improperly installed (gap distal body opening). The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: distal case/cap, r.c button case, remote control button. The video duodenoscope is currently awaiting repairs and qc final approval as of 27-jan-2020.